Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having an issue with their device. Follow up concluded no information. The device remains in use. No patient complications have been reported as a result of this event.